Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned without the original case. The returned device was visually inspected; it was observed the right buccal side was broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - major crack was found discoloration - the device was discolored general cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4) .

Event description:
It was reported by a healthcare professional that the silent nite 3d device has broken near the attachment on the right buccal side. Additional information received reported that the patient did not suffer any harm/injury/adverse outcome and no medical intervention was required.